Manufacturer narrative:
Date sent to the FDA: 11/25/2020 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 03/22/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2013 during which the surgeon noted a large, infected, very purulent, fluid filled pocked beneath the mesh. It was reported that the patient experienced acute abdominal abscess, mesh infection, purulent drainage, abdominal pain and discomfort. No additional information was provided.